Event description:
It was reported to philips that system was unable to fully boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite and found that the system won¿t do rotation for cardiac testing. An analysis of the system log file indicated a safe path violation, confirming the reported malfunction. To rectify the issue, the engineer recalibrated both the rotation and prop movement on the iws, addressing the spinning malfunction, and also performed the necessary collision calibration. After which, the system was returned to good working condition. The codes have been updated based on the investigation's outcome.